Event description:
Both test said the serial number is expired. The husband's was positive the wife's was negative. The users just bought them tonight ((B)(6) 2022) from our pharmacy but they say they expire tomorrow ((B)(6) 2022). Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.